Manufacturer narrative:
The zoll catheter in complaint was returned to zoll on (B)(6) 2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that a (B)(6) male patient(weighing (B)(6) pound) with suberachnoid hemorrhage and hyperthermia (sah) and fever was hospitalized for temperature management. Set point on the console was set at 37 icy catheter was inserted into the femoral vein and insertion of the catheter was smooth. It was reported that catheter leaked at balloon. The console was on a run mode for 2 days. Airtrap alarm went off and also saline bag was empty. All the connections were checked and no visual leak was noted. Catheter was replaced over guidewire, and no issues were then noted. It is suspected that 250 ml of saline was infused in patient.

Manufacturer narrative:
An icy catheter (lot# 54541) was returned to zoll (B)(4) for evaluation. A visual inspection of the returned icy catheter was performed and found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. All lumens flushed as intended. No leaks were noticed during flushing. The returned icy catheter was connected to a pressurized inflation device. When the catheter was pressurized ; a leak path was identified at the bond near distal end of the proximal balloon. Following the test, all balloons deflated successfully without any issues. Evaluation of the returned icy catheter confirmed the customer reported issue as an icy catheter leaked at the bonding near proximal end of the distal balloon.